Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 382 mg/dl at the time of the incident. The customer also reported that the insulin pump screen was blank less than 30 seconds and then returned. Insulin pump was not working properly. Customer stated that display was blank currently. The insulin pump will not be returned for analysis.